Event description:
Information was received from the clinical study site indicating the patient's device was checked and it was noted that a high impedance was measured for the patient's device. Device history records were reviewed for the lead. The lead passed final quality and functional specifications prior to release. No known surgery for the event has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient had coughing related to stimulation after an increase in output current that had resolved. Additional information was received from the study site that the physician did perform x-rays and there were no anomalies or concerning findings. The patient has not had any trauma to the site and the impedance value is actually within normal range as of the patient's last visit. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction this event is consistent with this investigation. No additional relevant information has been received to date.

Manufacturer narrative:
Event description ¿ correction ¿ inadvertently did not include the coughing report in the initial MDR submitted.